Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that buttons are less responsive and crack around the top of pump. Customer also stated that there was rejected new batteries and failed battery test. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.